Manufacturer narrative:
(B)(4). The complaint device mr290v humidification chamber was received at fisher & paykel healthcare (f&p) in (B)(4) where it was visually inspected. Results: visual inspection confirm that a hole was found in the chamber aluminium base. Additionally, contamination was observed in the chamber dome. Conclusion: based on the information provided by the customer and our investigation of the complaint device, the cause of the degradation is due the presence of saline which is highly corrosive to aluminium. The presence of this solution could cause degradation of the aluminium plate over time. It should also be noted that the mr290v chamber was used for approximately 25 days. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber states the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Use usp sterile water for inhalation or equivalent." "Do not use beyond 14 days maximum duration of use"

Event description:
A healthcare facility in (B)(6) reported that a mr290v vented autofeed humidification chamber base plate had a pin-hole and water was leaking through the pin-hole during use. The hospital further reported that a nebulised meptine drug with saline solution was administered. There were no patient consequences.